Event description:
Article alleged: kink was noted between the blood pump and inlet to the dialyzer at about 2.5 hour of treatment when pt start complaining of aback pain. Dialysis procedure was terminated early with the onset of symptomns. Complaints of this nature were investigated under fir93015. Product #0392035 under same complaint.